Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat an 80% stenosis in the proximal right coronary artery with moderate tortuousity and no calcification. Pre-dilatation was performed with a 3.5 x 15 mm non-abbott balloon, reducing the stenosis to less than 40%. The 3.5 x 18 mm implant was deployed at 12-14 atmospheres, 1 inflation for 30 seconds. There was no difficulty during deployment; however, as the implant was not fully apposed to the vessel wall, a 4.0 x 20 mm non-abbott balloon was advanced for post-dilatation, but could not re-cross the implant. The implant delivery system balloon was then re-advanced for the post-dilatation, but when negative pressure was applied, blood was aspirating, indicating that the balloon had ruptured. It could not be determined when the rupture had occurred, and it was possible that the balloon had been damaged outside the patient on the back table due to interaction with other materials. A 4.0 x 20 mm non-abbott balloon was used to complete the post-dilatation with a very good result. There was no clinically significant delay in procedure and no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was confirmed. The reported difficult to deploy and difficult to position could not be replicated in a testing environment as they were based on operational circumstances. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.